Event description:
This spontaneous case was reported by a physician and describes the occurrence of pelvic pain ("pelvic pain") in a (B)(6)-year-old female patient who had essure inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2. No relevant medical history, surgical history or gynaecological history. No known allergy to nickel prior to placement or other known allergies prior to placement. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), medical device pain ("pain ascribed to essure inserts"), metrorrhagia ("metrorrhagia currently") and uterine pain ("pain in uterine cornua"). The patient was treated with surgery (hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, medical device pain and uterine pain was resolving and the fatigue and metrorrhagia outcome was unknown. The reporter considered fatigue, medical device pain, metrorrhagia, pelvic pain and uterine pain to be related to essure. The reporter commented: there was no plain film of abdomen after removal of essure. Regression of pain after essure removal and patient felt relieved. Diagnostic results: (B)(6) 2015 - confirmatory test: essure inserts correctly positioned. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: pelvic pain - analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.